Event description:
Additional information received reported high, out of range therapy measurements. It was noted impedances were greater than 4,000 ohms, current <(><<)>15 ua on the following electrode pairs: 4<(>&<)>6, 4 <(>&<)>7, 5<(>&<)>7. No actions were taken and no diagnostic tests were performed.

Event description:
It was reported that there were out of range therapy measurements. It was noted that there was no action taken and that this was an ongoing event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 7436, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387-40, lot# j0545158v, implanted: (B)(6) 2006, product type: lead. Product ID: 3387-40, lot# v000198, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
Additional information reported the event resolved without sequelae.